Manufacturer narrative:
Please note: the date of event is unknown, the aware date is used as the event date.

Event description:
It was reported that the patient underwent a benign prostate hyperplasia procedure 3 years ago. The procedure was unsuccessful resulting in the patient being hospitalized for 5 days following the procedure. The patient is still having issues three years later.

Event description:
It was reported that the patient underwent a benign prostate hyperplasia procedure three years ago. The procedure was unsuccessful resulting in the patient being hospitalized for five days following the procedure. The patient is still having issues.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Please note: the date of event is unknown, the aware date is used as the event date.